Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. Eval experienced a constant "close door" message caused by a broken hinge pin. The broken hinge pin prevented the door hooks from latching properly. The mechanism subassembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.